Event description:
Vns pt passed away. The pt reportedly had many co-morbidities. Physician indicated that the cause of death was due to hypoxic ischemic encephalopathy and that this was a condition that the pt had prior to vns implant. It was reported that the pt's device was checked out by physician prior to their death and was functioning properly. No autopsy was performed and the device was not explanted prior to burial.